Event description:
New information noted that the pulse generators battery had depleted more quickly than expected since the patients last annual follow-up. The device was explanted and replaced on (B)(6) 2014.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a routine follow up, the pulse generator exhibited an inappropriate telemetry measured data anomaly. The device remained implanted.